Manufacturer narrative:
The report of the autopulse platform ((B)(4)) display screen backlight not functioning was confirmed during functional testing of the platform upon initial power up. The root cause was attributed to a defective processor board. As part of routine service during testing, the platform was further examined and observed a damaged front enclosure. This physical damage found during visual inspection is a characteristic of mishandling of the device. This observation is not related to the reported event. After replacement of the battery clip and processor board, the platform was further tested and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) backlight shuts off during use. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.